Event description:
It was reported that an ilet user experienced a blood glucose of approximately 400 mg/dl after not announcing meals and pausing insulin, after which blood glucose returned to range once insulin delivery resumed. Symptoms included hyperglycemia accompanied by dry mouth. Outcomes included no long-term health impact and no need for medical intervention beyond resumption of appropriate insulin delivery and education. Investigation included review of use history and troubleshooting with the user focused on meal announcement practices and insulin suspension. Investigation of this case revealed user-related use error associated with missed meal announcements and intentional insulin pause; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and therapy management.